Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is undeterminable. Device not returned for analysis.

Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for two lesions that were in the femoro-popliteal locations (reported as superficial femoral artery and popliteal artery-p3). During the polarcath cryoplasty procedure the immediate technical results were satisfactory to less than 30% residual stenosis, timi 3 flow. The patient experienced cold and pain during the cryoplasty inflation. Angiographic data was provided for only 1 target lesion (location not provided) as 5 millimeters reference vessel diameter, 5 millimeters length, and 90% stenosis. The reference lesion had concentric stenosis and severe calcification. A polarcath balloon 5 millimeters in diameter and 60 mm long was inflated 4 times. The lesion was treated by dilatation only and no stent was implanted. The percentage of stenosis after dilatation was not reported. There were no other procedures reported to have occurred. The cryoplasty total procedure time was 50 minutes. At the one-month patient follow-up visit the following month, restenosis of the target vessel was reported to be greater than 70% by duplex. It is not known if this is more or less than the stenosis immediately after treatment because the percent stenosis immediately after treatment was not recorded. An angiogram was not available. There was no intervention since the procedure.